Event description:
It was reported that the patient had an inappropriate shock for a bradycardic rhythm. Technical services discussed this is something that can happen in a scenario where there are intervals > 2 seconds consistently. The local representative will discuss this with the clinic. There were no additional adverse patient effects. The system remains implanted.